Event description:
It was reported that a consultant oncologist reported a rupture of the implant while operating on the patient for capsulectomy. The patient is a reconstruction patient and received the implants about 5 years ago. After which the patient has also undergone radiotherapy.

Manufacturer narrative:
(B)(4). Date sent 8/14/2025. D6a: exact date is unk. Assumed first day of the month and first month of the year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code of the linx device? What is the lot number of the linx device? Was the linx explanted after the rupture on (B)(6) 2025? Was the device discontinuous upon operation and removed from the patient? Was is meant by ¿reconstruction patient¿? Did the patient have any symptoms during the linx implant, if yes, what were they? Please be clear on the timeline? What does it mean by ¿rupture¿? What was the indication of the surgery and for radiotherapy? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2025. D6a: exact date is unk. Assumed first day of the month and first month of the year. Additional information: patient information patient had device removed and replaced with another one. Date of explant (B)(6) 2025.